Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no packaging or other devices. There was blood in the inflation lumen. Examination under magnification revealed a longitudinal balloon tear 17mm long. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the balloon was inflated beyond the rated burst pressure and the dfu includes the following warning: "do not exceed the balloon rated burst pressure.¿ (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous proximal end of left circumflex artery and proximal end of left anterior descending artery. The 2.00mm x 15mm emerge balloon catheter was advanced to the lesion. The first and second inflations were performed at 12 atmospheres, third inflation was at 16 atmospheres then fourth and fifth inflations were performed at 18 atmospheres. On the sixth inflation, the balloon was inflated for 10 seconds however, it ruptured at 18 atmospheres. There was no kink noted on the device prior to use and no resistance was encountered during the procedure. The balloon was completely removed from the patient. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.